Manufacturer narrative:
(B)(4): the reportable event was found on completion of the investigation. Event date was not known, used bd aware date. Device manufacture date: august 2016. Device history record: all steps were initialed and dated as complete and no material substitutions were made. Upon receipt the complaint sample received a visual inspection and a functional check. The device was marked with the following information: (B)(4). No evidence was found that the device was not authentic. The complaint failure mode is confirmed. Visual inspection identified a concentration of 4 holes in the insulation that are usually the result of an electrical arc jumping from the metal tube inside the shaft to surface outside the shaft. These four holes were approximately 3.5¿ to 4¿ back from the distal tip of the device. A 5th hole is located approximately 2.5¿ back from the distal tip. There are several indications of damage to the insulation from impact (indents and gouges) and abrasions (flats ground in to the insulation). Most notable are to abrasive flats one approximately 5.25¿ back from the distal tip of the device, about 1/4¿ long, and another flat approximately 3.75¿ back from the distal tip of the device approximately 3/16¿ long. The complaint sample was hi-pot tested in its returned state and found to fail hi-pot testing after a maximum of 2 years of use. As part of the manufacturing process 100% of endoscopic instruments receive hi-pot testing to verify there are no defects in the device to allow electricity to arc out of the device. This indicates that when the device left the manufacturing facility it was free of defects to the insulation. Based on the damage visual on the complaint sample, the most likely cause of this insulation disruption is that while being handled over the last two years, the device suffered enough abrasive damage, indents, and gouges to the surface of the insulation to cause locations thin enough in the insulation to allow electricity to arc out from the central metal tube burning holes in the insulation as it arcs. Another possible cause of the disruption of the burn marks caused by arcing is that a voltage higher than what the device was designed for was used. A higher voltage in use results in a stronger electromagnetic field, which makes it easier for an arc to jump the insulative gap than a lower voltage. Per IFU cf36-1831 for this device, customer should not exceed 1kvp. 100% of endoscopic devices are hi-pot tested at 3 times this voltage during final inspection of finished goods, therefore this insulation was not defective when it was sold to the customer. The most likely cause of the complaint failure mode is either the damage to the insulation thinning down the insulation until electricity was able to arc out from the center of the device, or the customer exceeded the voltage the device was rated for in IFU cf36-1831, and the resultant electromagnetic field jumped the insulative gap. Based on the observed damage to the insulation on the complaint sample, thinning down of the insulative gap is the more probable cause.

Event description:
Maryland dissector with what appears to be some insulation interruption towards the distal end of the instrument. These instruments were found to be broken during process and handling, with no effect on patients. (B)(6) 2018: the customer reported, I'm so sorry. I do not know the answer to your questions. (Do you know if the device was hy-pot tested and arched?)